Event description:
Reportable based on device analysis completed on 22-oct-2025. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Pre-dilatation was performed with a smaller size of non-compliant balloon, and an 8mm x 4.50mm nc quantum apex balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed balloon torn longitudinal.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR: nc quantum apex mr 8mm x 4.50mm was returned for analysis. A visual and tactile inspection of hypotube shaft identified no issues. A visual and tactile inspection of shaft polymer extrusion identified no issues, and a microscopic inspection identified a kink in the inner lumen 1mm proximal to the distal markerband under the balloon material. A detailed microscopic examination of the balloon material identified a tear in the balloon in the mid-section. A kink in the distal tip was identified. A microscopic examination of the proximal and distal markerbands identified no damage.